Manufacturer narrative:
Clarification to b3 date of event: partial date july 2024. Clarification to h6 adverse event problem: un-reporting a0412 material rupture as the device was found intact upon explant. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: "incipient free fluid"; suspected rupture (later found intact); capsular contracture baker grade ii.

Event description:
Healthcare professional reported "hardening of the mammary glands due to capsule hardening" and "presence of an incipient seroma" confirmed via ultrasound, also reported "difficult situation" and "now suffers from asia syndrome" which are considered not device related. Later healthcare professional confirmed "capsular contracture baker grade ii". Later healthcare professional reported a possible rupture. Later after explant surgery, physician reported "implant was intact". This record is for the left side. Device was explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
Phone (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture.

Event description:
Healthcare professional reported "hardening of the mammary glands due to capsule hardening" and "presence of an incipient seroma" confirmed via ultrasound, also reported "difficult situation" and "now suffers from asia syndrome" which are considered not device related. Later healthcare professional confirmed "capsular contracture baker grade ii". Later healthcare professional reported a possible rupture .this record is for the left side. Device remains implanted.